Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the buttons were sticky. Customer stated that the screen had rainbow effect but the screen was hard to read. The device will not be returned for analysis.

Manufacturer narrative:
The pump had unresponsive esc and act buttons due to an unlocked lcd keypad connector during visual inspection. We were unable to perform the operating currents, a21 error, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests or verify no excessive no delivery/occlusion alarm, battery out limited alarm, motor error alarm and no communication due to the unresponsive button. No button error alarms noted during testing. However, flattened keypad button dome switches were found on bolus, esc and act buttons.